Event description:
Biomedical began repair of fisher & paykel infant warmer with an error code of e 17. Called the company and they said it could be either the power pcb or the control pcb. Swapped control board with another functioning unit, but problem persisted. Called another service tech and he said that sometimes the heating element can cause this error code. It was decided to send the unit in for repair and when disassembling the unit for shipping, we found a charred and melted area on the connector that goes from the main control body of the unit to the movable heating element arm. Fisher & paykel was called about the warmer because they had it for quite a while. They said that it is being held by the corporate headquarters in (B)(4) because the connector that burnt, and caused the error, is under investigation. They are not sure how that could have happened so they are going to review it and see if the warmer can come back to use or if they will send a brand new unit. After the original unit was returned, we decided to check the other 7 warmers and found they all have early signs of an overheating condition in all but the one that fisher & paykel had repaired and returned.